Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements that were less than 200 ohms. Technical services (ts) analyzed lead trend data and found that this had been a downward trend of pacing impedance values. Further evaluation of lead in clinic was advised since patient is pacing dependent. After clinic evaluation, the physician elected to continue to monitor this lead with no action at this time. No adverse patient effects were reported. Currently, this lead remains in service.